Manufacturer narrative:
(B)(4). Investigation of the returned device found that the distal end of the device appeared normal and the exchange sheath was fully slit. During clip deployment, the vessel locator wings are designed to automatically collapse so as not to interfere with the clip deployment. However, during the inspection of the device, the vessel locator wings were found bent and this confirmed the reported event. The bent locator wings indicate that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tubeset. Tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement is the most probable cause for the bent locator wings. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint database was performed and there was no similar complaint within this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps (femoral angiogram not taken). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a right femoral artery after a diagnostic procedure. Reportedly, during the procedure, the device worked properly, but the physician got the impression that the locator wings did not refold properly. When the device was removed, the locator wings were a little deformed. Although the patient did not bleed after the device was removed, as a cautionary measure, hemostasis was achieved by manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.